Event description:
Technical services received a call on (B)(6) 2011 from sales rep. Reported lead problem. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).